Event description:
During an idiopathic ventricular tachycardia procedure, it was reported a perforation of the left atrium as the patient¿s blood pressure dropped. The perforation was confirmed by transthoracic echo. A pericardiocentesis was performed, unknown how much fluid was removed. The patient was reported to be in stable condition. On (B)(6), received additional information requested from bwi representative stating that the outcome of the patient was a full recovery. The physician¿s opinion regarding the causality of this adverse event is possible procedure related. The event occurred during ablation phase.

Manufacturer narrative:
Since the lot # 16048959l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Webster electrophysiology catheter: us catalog # 1086259rt, lot # 16015435m. The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4) during an idiopathic ventricular tachycardia procedure, it was reported a perforation of the left atrium as the patient¿s blood pressure dropped. The perforation was confirmed by transthoracic echo. A pericardiocentesis was performed, unknown how much fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected and was found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.